Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation procedure, a cardiac effusion occurred requiring a pericardiocentesis. Access was gained, the catheters were placed, and the mapping catheter was inserted in the left atrium. Geometry was then completed, and an ablation strategy of the roof and low posterior wall lines was decided. The ablation catheter was then inserted into the left atrium and rf therapy was delivered with success. The catheters were then removed from the left atrium and the ablation catheter was then utilized to complete a cti for a typical atrial flutter. This was successful and a bi-directional block was confirmed with medial and lateral pacing. The ablation catheter was then removed from the patient. A diagnostic catheter was used to scan the heart and no issues were noted and the procedure was considered complete. Post procedure holding staff noted the patient was hypotensive. A crna for the procedure administered epinephrine 10 mcg and levophed 32 mcg for hr/bp. The physician then performed and echocardiogram and an effusion was found. A pericardiocentesis was performed restabilizing the patient.